Manufacturer narrative:
D4: product identifiers are unknown. D6a: implant date is unknown. E: first name and last name of initial reporter is unknown. G2: country of origin is japan. G4: 510(k)# is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via manufacturer representative regarding product used in l4 liberty stainless steel removal for lumbar canal stenosis (lcs). It was reported that revision surgery was performed for removal of implant in the decompression site, when removing the set screw one of the products had a screw thread collapsed as it got stripped not be removed due to loosening and the tip of the other screw broke off and hence the rod was cut with the rod cutter, then it was turned and removed. There was a delay of less than 60 minutes and no further complications or symptoms reported as a result of this event. Additional information was received that initial surgery was done due to underlying disease unknown l4/5/s using liberty screw. Second surgery was performed l1/2 using tsrh implants. Third surgery was repeat surgery for lcs (adjacent intervertebral disorder) of l2/3 and l3/4. The bone fusion at the site of fixation was completed in the second surgery, so all the tsrhs were removed. There were no defects in the tsrh, and it was not returned. The implant (liberty) was in the way when decompression was performed on l2/3 and l3/4, so the rod was cut between l4 and l5 and the l4 liberty was removed. Two extractors were damaged at that time and t12 to l4 was fixated with a new implant.

Event description:
Additional information was received that there is no allegation associated with set screw and liberty screw.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.